Manufacturer narrative:
H3. Customer report of aortic injury could not be confirmed through visual observations. X-ray demonstrated wireform intact and frame remained crimped. No visible inconsistencies were observed on the valve. Suture holes were not visible near all three black stitch markings on the sewing ring. H10. Updated d10, h3, and h6 (method).

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life-threatening conditions that require urgent intervention. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this 25mm valve implanted in aortic position was explanted at implant due to an aortic injury. As reported, the aortic injury was observed on the back side of the annulus. Reportedly, on explant no hematoma was observed and the valve was correctly positioned. The valve was explanted and the tear was repaired with u-stitching and pericardial patches on both sides (aorta and lvot), as a result the annulus size was reduced. In addition, atherosclerotic plaques of the aorta and vein grafts were diluted. A 21mm valve was implanted in replacement. Reportedly, the sinotubular junction was small but intact. As per medical opinion, they were not sure if the aortic injury was caused by the valve. However, it was noted that the patient's tissue was very fragile and soft. After the procedure, the patient was noted as to be stable but on ECMO.